Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd autoshield¿ duo safety pen needle resulted in a needle stick injury. After using the pen needle on a (B)(6) patient the red line failed to appear. The nurse then touched the sleeve line, the safety mechanism engaged, and this resulted in the nurse being stuck. It was reported that a blood test would be conducted on the nurse.

Event description:
It was reported that a bd autoshield duo safety pen needle resulted in a needle stick injury. After using the pen needle on a hepatitis c patient the red line failed to appear. The nurse then touched the sleeve line, the safety mechanism engaged, and this resulted in the nurse being stuck. It was reported that a blood test would be conducted on the nurse.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. One open 30g x 5mm spn sample and three photos were returned from lot. No. 7138658, cat. No. 329705. Visual examination was carried out on the returned photos and sample and it was observed that spn sample was fully activated. No issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed with the returned sample or photos therefore no root cause can be identified. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.